Manufacturer narrative:
Lit ref: https://doi.org/10.1016/j.acvd.2017.08.007. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to report indications, interventional techniques and procedural outcomes for pci in children. Medical records of all children in whom a pci was attempted between 1998 and 2015 were systematically reviewed. Bare-metal stents (bmss) were placed in six procedures, bms implanted included integrity bms. Patient 5 pci exhibited transposition of the great arteries with abnormal ECG and chest pain. Left main stenosis was treated with an integrity bare metal stent . Approximately 7 years later, the patient presented with chest pain and intrastent restenosis which was treated with ptca of the left main. Outcome was reported as surgical lm plasty.